Event description:
The customer reported the unit failed pre-use testing with a leak error. The manufacturer's service technician was able to duplicate the reported problem. During his evaluation the unit failed with a crossover circuit fault. Failure of the crossover solenoid as reported may result in a volume loss during use in normal ventilation operation. The service technician replaced the crossover solenoid and 3 station solenoid to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.